Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-05049. It was reported the patient was hospitalized due to worsening depression.

Event description:
Reference MFR. Report# 1627487-2019-05049.